Manufacturer narrative:
Investigation summary: 1 unused sample of 50ll with open blister lot: 1802260 and 1 b. Braun mini-spike lot: 18b08a8131. It has been received 1 unused sample of 50ll with open blister lot: 1802260 and 1 b. Braun mini-spike lot: 18b08a8131 for investigation. Upon visual inspection of both samples, no damage or molding defect can be observed in any of them that could cause the alleged defect. DHR of lot: 1802260 has been reviewed not finding any annotation or deviation regarding the alleged defect. Tip and thread verification test is done to the first lot manufactured per month and per manufacturing line according to procedures pc-132 and jg-600 with iso 594 compliant pass/non pass gauges (#10-419/2 and #10-413 respectively). Syringe tip and thread of the sample received is verified with these gauges and they are iso594 compliant. Spike hub is verified with an iso 594 compliant pass/non pass (#10-431/2) gauge finding it iso compliant. Syringe is connected to the b. Braun spike not observing any difficulty, both devices can be connected remaining attached correctly. According to inspection plan procedure jg-500, (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no manufacturing defect has been found in syringe sample received, the root cause of the alleged defect cannot be determined. The probable root cause can be related to a bad connection by user.

Event description:
It was reported that bd plastipak¿ syringe had connection issues. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had connection issues. No serious injury or medical intervention was reported.